Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "pump keeps turning off" was confirmed and reproduced by running a loaded set caused by a 1 of 8 (neg) battery contact pins depressed and the other neg battery pin slow to respond. The rear case assembly was replaced to correct the condition.

Event description:
During baxter's evaluation of this device, a note was found that stated the "pump keeps turning off". There was no patient involvement regarding this device.